Event description:
On (B)(6) 2025, a healthcare professional (hcp) contacted lifescan (lfs) japan, alleging that a onetouch verio vue meter read inaccurately erratic when testing on an inpatient. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the lifescan representative during a follow-up call with the reporter. The reporter stated that on (B)(6) 2025, the blood glucose level of an inpatient was measured with the subject meter and the result was ¿29 mg/dl¿. In response to the low result, the patient was administered 40 ml of glucose intravenous infusion 20%. The reporter stated that the patient¿s blood glucose was remeasured with the subject meter 33 minutes later and the result was ¿22 mg/dl¿, and that when it was measured again 3 minutes later, it was ¿22 mg/dl¿. A laboratory test was then performed, and ¿hyperglycemia¿ was determined by the laboratory data (result not specified). No symptoms were reported during the event. The reporter indicated that the patient was treated with intravenous fluids and their condition improved. The reporter denied the patient had hyperglycemia before the initial reading of ¿29 mg/dl¿ was obtained. The reporter attributed the patient¿s hyperglycemia to the glucose administered. The patient has recovered. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes by an hcp after treatment was administered based on an alleged inaccurate result obtained on the subject meter.